Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b7, e1 (initial reporter).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields are d4 lot and UDI number.

Event description:
N/a.

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings,component code, conclusion),h11. Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a fo failure can occur due to one or more of the following probable causes, a fiber optic sensor failure in an intra aortic balloon occurs when the pressure sensor within the catheter malfunctions or loses signal preventing accurate detection and transmission of real time aortic pressure waveforms needed for proper balloon inflation and deflation timing. A sensor failure can result from the following optical sensor kink. Break in sensor. Connector issue. During use the customer reported that the transray plus 40 cc experienced an optical sensor malfunction immediately after startup a new intra aortic balloon was installed and therapy continued without further issues the faulty device was discarded by the hospital and could not be retrieved there was no harm to the patient and no delay to the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that the transray plus 40cc had a malfunction occurred in the optical sensor. A new iab was installed, and this time the therapy could be resumed without any problems. The faulty iab was discarded at the hospital and could not be retrieved. There was no harm to the patient's health, and no delay in the procedure.